Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states both brakes on moors are releasing on its own.